Manufacturer narrative:
This report is based on information provided by philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the therapy disabled. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed as external paddle failure. Based on the information available and results of additional analysis, no further action is necessary at this time. Reported problem was solved. Customer ordered external paddles and device was successfully returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that therapy disable and external paddle to be replaced.there¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.